Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have checked the returned used sample, and the needle shows damage at the channel end, where it had been held. In the pictures, clear and significant impacts produced by a needle holder in this area can be observed. According to the instructions for use, the needle must not be held by the drilled area or by the tip, as these are fragile zones that must be protected from the needle holder. In this case, improper handling of the needle is certainly the root cause of the broken channel end. Needle bending strength results of the involved needle are 18.3 nxcm in minimum and fulfilled specifications(>18 nxcm). As stated in the instructions for use of the product, care should be taken to avoid damage when handling surgical needles. Grasp the needle in an area one-third (1/3) to one half (1/2) of the distance from the attachment end to the point. Grasping in the point area could impair the penetration performance and cause fracture of the needle. Grasping at the butt or attachment end could cause bending or breakage. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Needle bending strength results during production control of the needles with the same needle raw material batches used in this product were 18.43 nxcm and 18.16 nxcm in minimum and fulfilled specifications(>18 nxcm). Conclusion root cause analysis: the root cause has been determined to be a wrong handling from the operator as the used needle has been damaged by the user, causing it to break. Final conclusion: considering that the used sample received shows that the product has not been used according to the instructions for use, we consider that the complaint is not confirmed. Nevertheless, we take note of this incidence to assess if new or additional actions are needed. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with novosyn suture. The client reported a needle breakage.while placing a stitch in the levator ani muscle on the left side, the needle broke and became embedded in the tissue. It was not palpable due to its horizontal position, so a 2 cm incision was made in the surgical bed at the stitch placement site, where the needle was found. The surgery was delayed as a result. Patient data is unavailable due to data protection regulations. Additional information has not been provided.